Manufacturer narrative:
The dme reported the pt's oxygen level dropped significantly. A preliminary investigation of the device has been performed at resmed. The device usage log was downloaded and confirmed unit shut off in the night. A visual inspection of the device identified an excessive amount of household dust and hair. The dme reported there was a storm that night that may have knocked out power. Either of these conditions will likely result in the failure of the device. It is unk if the pt had any other pre-existing medical conditions. Pt is currently out of the hosp and doing well. The device is being sent to the (B)(4) for a full engineering investigation.

Event description:
It was reported to resmed that a pt using a s9 escape device with supplemental oxygen was found unconscious and taken to the hosp. The s9 device was alleged to have stopped working during the night.